Event description:
It was reported the patient¿s ipg became inoperable about one year ago. As such, surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Reportedly, therapy was restored post operatively.